Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 75% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery. Pre-dilation was performed with a 2.5x15mm maverick balloon. The 3.0x16mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed a tear in the catheter shaft.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: visual and microscopic examination of the returned device identified a kink in the shaft polymer extrusion at the monorail port. There was also a tear in the inner and outer extrusion 6mm distal to the monorail port. There were no issues noted with the crimped stent or the profiles of the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).